Event description:
A customer called beckman coulter regarding a discrepant urine test result. According to the customer, 2 physicians complained on a reported negative hcg test result. The physicians knew the patient was pregnant. The customer used the icon 25 hcg test kit to test the patient's urine sample. After the customer was notified of the erroneous result, the lab tested a range of urine samples that were known to be positive. The lab tested the known positive urine sample by using the unipath clear blue kit. The kit has a sensitivity claim of 25 miu/ml. The customer indicated that the several positive samples tested negative on the icon 25 hcg test kit. The icon 25 hcg also has a sensitivity claim of 25 miu/ml. There was no quantitative hcg test result reported. There has been no change to patient treatment that can be attributed to this event.